Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was in the hospital for septic shock. No further information was known at the time or report. Additional information on the event has been requested to clarify patient¿s therapy and device information along with further detail on the event. If additional information is received a follow-up report will be sent.